Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen bezel separated when the user removed the device from a pocket, after which the user reattached the screen and the pump was deemed nonfunctional; the issue involved the display component and was characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem affecting the display, consistent with a component failure leading to loss of bonding at the screen bezel. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.